Event description:
Customer reports, she placed an 8 fr. Feeding tube into a baby boy and the tube remained in place for two weeks. Functioning properly. At the end of two weeks, she was trying to infuse medications, when resistance was met. She pulled the tube and found the outer casing ballooned and the inner casing broken at 4cm from the proximal feeding port. The tube was replaced with an ng tube. The baby is fine.